Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 83 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error during infusion set change. No significant event leading to button error or keypad anomaly were observed. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump had no button error alarm noted. However, the act button did not respond due to corroded keypad trace. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. No frozen screen noted. Time advanced properly. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and cracked reservoir tube. The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.